Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a revisionary procedure on (B)(6) 2005.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004. It was reported that following insertion the patient experienced pain, erosion, urinary problems, and recurrence. It was reported that the patient underwent diagnostic laparoscopy, peritoneal lavage, and drainage on (B)(6) 2009 due to bile leak secondary to accessory duct of luschka. (B)(4).